Event description:
It was reported to the MFR, the vns pt's generator was delivering stimulation continuously. The pt experienced headache and voice alteration as a result of the event. The patient tired to use the magnet to stop the stimulation, but was unsuccessful. The patient visited the emergency room and used the hospital's magnet to turn the device off. (Refer to mfg report no. 1644487-2008-02183) there was no seizure activity associated with these events. Good faith attempts to obtain additional info regarding the pt's events are underway.